Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their device went into threshold suspend. The customer's blood glucose level was 260mg/dl, and their sensor reading was 400mg/dl. The customer states they have had several surgeries that may have caused scar tissue in the abdomen. No further information or assistance provided.